Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). Although requested, devices have not been rec'd yet for eval. A f/u report will be submitted once the devices have been rec'd and an eval has been completed or any new relevant info is obtained.

Event description:
Customer reported an over infusion of tpn. On (B)(6) 2011, at 5 pm the tpn bag was changed and a 2000 ml bag (plus overfill) was set to infuse at 83 ml/hr. The bag was found empty around 2 am (B)(6) 2011. The rate on the pump was showing 83 ml/hr. No evidence of leak was found. They initiated their normal protocol of d10w infusion. The pt had a spike in their glucose level and a large increase in their urinary output with slightly wet lung sounds, so they feel the pt did receive an over infusion. No further medical intervention was given and the pt is fine with no adverse effects or long term harm. They did their own testing on the pump module 4 times and results were all within spec or very close.